Manufacturer narrative:
The reported event has been addressed in the device labeling. Device evaluation: visual inspection revealed score marks on the distraction rod. The rod was functionally tested and could not be distracted and retracted using the manual distractor and/or erc. The rod was cut open and debris build up was found, which may have caused the reduced functionality.

Event description:
As per reporter rods were no longer distracting and patient underwent a revision procedure.